Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer's wife calling of customer's meter is reading higher than the expected. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100-115mg/dl fasting. Verified the strips expire 1/20/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 204mg/dl and 186mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: all. Date and time are not set in meter.